Manufacturer narrative:
The info on this per was provided by stryker orthopaedics' legal affairs dept. No add'l info is available at this time. As per info rec'd. The devices are not available at the time of the per due to the ongoing litigation. Add'l f/u info may be obtained by the legal affairs as it becomes available.

Event description:
It was reported through the attorney for the pt, as a result of a legal claim, that allegedly, "on (B)(6), 2008, the pt underwent a right hip replacement surgery." It was further alleged that, "approx six months post-surgery, the pt began experiencing pain in her right hip and also felt popping sensations in the hip." It was further alleged that, "the pt is experiencing 'loosening' from the sys."